Event description:
Admitted with infection rt. Ring finger. Had surgery to correct some type of deformity approx 2 yearsa ago. Pin now appears to be migrating out with pus and abscess formation down medial aspect of middle phalanx. Admitted for removal of pin to clear infection.